Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 13-mar-2016, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 13-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that they had an op-note ¿from a few years ago¿ indicating that they had uni-lateral lead failure. They stated the note indicated that they had ¿one lead working on one contact¿. The event date was asked but was unknown. Manufacturer's records also indicate that the leads were replaced on (B)(6) 2018. No further complications were reported/anticipated. See regulatory report number: 3007566237-2018-01735 for issue continuing with new ins.